Manufacturer narrative:
Product eval: the reported complaint of haptic twisted/lens explanted could not be verified. The lens is in the device. The plunger is advanced with the leading optic edge at the "fill-to" line (inspection position). No part of the lens has exited the device. The optic and both haptics are in acceptable positions per the diagrams provided in the dfu. No damage observed. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation because the lens is still in the device at the inspection position. The position is acceptable per the diagrams in the dfu. The extended leading haptic may have been interpreted as not being in a proper position. However, the dfu instructs to proceed and to rotate the device as needed to ensure the lens unfolds anterior side up. Action taken: no further action is warranted. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There has been one other complaint reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A clinical manager reported following insertion of an intraocular lens (iol), the surgeon noted the haptic was twisted/wrong way round. The iol was exchanged through an enlarged incision. The event caused a twenty minute delay in the surgical procedure. Add'l info has been requested.